Event description:
The customer stated a prism analyzer generated a false positive hiv o plus result for one patient sample. The sample tested (B)(6) on the prism analyzer ((B)(6)), but negative using immunoblot and nat. There was no adverse impact to patient management reported.

Manufacturer narrative:
This report is being filed on an international product, prism hiv o plus, list (B)(4), that has a similar product distributed in the us, prism hiv o plus, list (B)(4). A follow up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, and a review of labeling. The customer stated a prism analyzer generated a false (B)(6) hiv o plus result for one patient sample. No adverse trends and no non-statistical trends were identified for lot number 14845li00 for the complaint issue. Labeling was reviewed and found to be adequate. No product deficiency was identified.